Event description:
Indications: selective deficiency of immunoglobulin m [igm]; nonfamilial hypogammaglobulinemia. Immunodeficiency, unspecified xembify strength; 10gm/50ml and 4gm/20ml. Health representative from (B)(6) reports that the pt's pump is broken. Serial number and expiration date not provided. Unk nature of issue with pump. Unknown if pt missed dose(s)/had an interruption to therapy or adverse event(s] resulted due to product issue. Unknown if pharmacy is replacing. [Pharmacy has not dispensed medication for pt since (B)(6) 2024 28-day supply). Unknown if device is available for return. No further info. Reported to (B)(6) by health professional.